Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the removal surgery was performed on (B)(6) 2018 due to infection. After the explanting the implants, the surgeon introduced the cement mold which contained antibiotics into the patient's bone. There was no surgical delay and no further information was provided by the hospital.